Event description:
Related manufacturer reference number: 2017865-2023-00051, 2017865-2023-00075, 2017865-2023-00076. It was reported that the sick patient was presented to the clinic. Tests were performed which showed vegetation on the leads. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead and left ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.